Manufacturer narrative:
At this time, no intervention was performed. This investigation will be updated should further information be provided.

Event description:
It was reported that two days post-implant, the position of this electrode was not as expected and was considered by the physician to be too superficial. There were no episodes stored by the device and normal device function was noted. However, the physician was considering repositioning the electrode to be deeper. No adverse patient effects were reported.